Event description:
The pt underwent a coil embolization of the vertebral artery. The target vessel was not calcified and not tortuous. When the 637hf0310 (complaint product) was delivered through the micro catheter (excelsior, boston scientific) and was once pulled back/withdrawal for repositioning, the coil stretched (unraveled). The coil was changed to other product (same size) and the procedure was completed without any pt injury. Additional info indicated that an adequate and continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped. There was no resistance between the (gw) guidewire, coil and the mc when accessing the target site. There were no kinks in the mc that may have contributed to the event. No resistance was noted when the coil was advanced/repositioned/withdrawn. One to one relationship between the coil and delivery tube was verified with fluoroscopic prior to repositioning. The same microcatheter was utilized to complete the procedure, since it was not damaged. The final outcome - was that the entire coil was removed from the pt. After the procedure the pt was in stable condition, and there was no pt injury or adverse event.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.